Event description:
The problem that occurred on 3/24/95 was due to the fact that pacing wire was packaged backwards, with the pacing connection at the wrong end. This made passage through the catheter impossible. The second problem was due to the fact that the wrong o ring was on the pacing probe making it impossible to secure it tight enough to prevent backflow of blood. The se problems occurred in the critical care areas and, though no harm was done to the pt, the risk of harm was present.